Manufacturer narrative:
Continuation of d10: product ID hh90t01; serial# (B)(6). Product type: mobile platform product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they were getting a "system error" on their handset. The patient stated the message said "app was not responding. Close or wait".  The patient stated when they clicked on wait it would connect. The patient said the last time they got the message was today and they had been getting it for a couple weeks.  The agent asked the patient the last time they had restarted the handset and the patient stated they never restarted it. The agent had patient restart handset and try to connect to the personal therapy manager (ptm). The patient stated they were able to connect after stalling at 91 percent. The patient stated that was when they would see the app not responding message but did not while on the call. The patient was able to connect to the pump and see their lockout time. The agent had the patient turn airplane mode on and off and connect again to the ptm. The troubleshooting steps that were taken on the call resolved the issue. The patient would monitor and call back if the issue pe rsisted.